Manufacturer narrative:
Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021 is based on the date range january 2021- december 31, 2022, of placement procedures from the article. Block g2: literature source oka, s., hayashida, m., sakaguchi, k., & urakami, s. (2025). Preventive measures for spaceoar placement insights from intraoperative video analysis to minimize complications. Urology video journal, 27, 100354. Https://doi.org/10.1016/j.urolvj.2025.100354. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled "preventive measures for spaceoar placement: insights from intraoperative video analysis to minimize complications" written by suguru oka et al. The patient received androgen deprivation therapy (adt) for six months prior to radiotherapy. Magnetic resonance imaging (MRI) was performed 2 weeks after hydrogel placement, then radiation therapy was initiated 5 weeks after the placement procedure. Two weeks after radiation therapy began, the patient experienced perineal pain. A colonoscopy was performed and showed a rectal ulcer. MRI revealed hydrogel infiltration into the rectum. The patient was observed without specific intervention and their condition improved. Analysis of the intraoperative video showed that saline had not been placed in the correct location during hydrodissection of the perirectal space. The saline was instead placed in the rectal muscle layer. As a result, a significant amount of the hydrogel was found to have migrated into the rectal muscle layer.